Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise causing suppression of pacing on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. There were no patient consequences.